Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was but not loaded. A technical support specialist checked device and medication inventory and confirmed the medication was still in the station. Attempted unload but received error ¿cannot access a disposed object.¿ advised customer to manually unload the entire drawer and provided device inventory via email. Customer unloaded all medications in drawers. Connected to server via securelink and used knowledge article "manually unloading storage spaces: es 1.6.x¿1.11.x" to manually unload. Retrieved parentstoragespacekey for drawers 3.1 and 3.2, stopped services, and backed up the database per knowledge article of "how to create a station database backup". Reset drawers 3.1 and 3.2 and during full synchronization, server was rebooted, causing a connection error. Tss restarted bd dispensing device service per knowledge article of "medstation es 1.7 - cannot initiate full sync. Failed to get data from server. Bd dispensing device service failure." And full synchronization was completed, and customer confirmed the wrong pocket was removed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had medications showed loaded but assigned to a different pocket. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.